Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patients scs stimulator was causing a shocking sensation. It was mentioned that the patient has experienced an ipg malfunction. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-4318 lot #: 19312336 description: clik x anchor the explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs stimulator was causing a shocking sensation. It was mentioned that the patient has experienced an ipg malfunction. The patient will undergo an scs explant procedure.